Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the bardam coude catheter product was labeled as eighteen french size but appeared larger than the catheters previously received by the patient. The customer stated that the patient compared one catheter from each box and reported that all appeared larger. The customer also reported that the product caused cuts and bleeding for the patient.